Event description:
The customer contact reported that the device powered off by itself without sounding an audible alarm. The device was returned to the biomedical department with a signed note that stated, "no lock at the back and the IV would just shut off without alarming." No specific patient information, pump programming, or event details were provided. There were no reports of adverse patient events or delays in critical therapy while the device was in clinical use. During testing at the user facility, the report of the device powering off by itself without sounding an audible alarm was not duplicated. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.